Manufacturer narrative:
It was reported that (B)(6) (facility doc) mentioned that the doctor stated the individual is severely osteoporotic and due to this gripping something firmly or a quick movement could have caused this fracture. (B)(6) also stated the facility was not aware of this condition. The resident also suffers from parkinson's and it is progressing rapidly. Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
Two staff had transported the resident from her room to the shower area to transfer her to the carendo chair. They positioned the sling correctly as shown in training and then asked the resident to hold on to the handle grips. As they were raising the resident out of her chair they heard a loud popping noise. They completed the transfer and noticed the left arm of the resident was broken the nurse was called and confirmed this. The ambulance was called and the resident was transferred to the hospital; as of january 3rd, the pt was reported to still be in the hospital.